Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. When the unit alarmed button error, the alarm displayed and the time of the alarm was also displayed under the reservoir volume icon. Unit was properly showing 2 time displays. No time/clock anomaly noted. The time advanced during testing. Unable to test for battery out limit alarm due to no button response. Unit had cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was performed. The device was returned for analysis.